Manufacturer narrative:
The excor cannula connecting set, lot no. 00131153, was returned to berlin heart gmbh for investigation. Visual inspection of the connecting set observed no abnormalities. Then the connecting set was tested for leaks. The connecting set was pressurized approximately 280 -300 mmhg pressure and observed for pressure drop. No pressure drop was observed, indicating no leak. Therefore, unable to duplicate the leak. We have reviewed the production records of the connecting set and this product met our specifications. It was concluded that the exact cause for the reported complaint was not able to be determined.

Manufacturer narrative:
The excor cannula extansion set, lot number 00131153 has been used during the implatation on (B)(6) 2023. We have reviewed the production records of the excor cannula extansion set, lot number 00131153. This product was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Event description:
The site contacted clinical affairs to report that during the pump exchange for upsizing, the 6/9mm connectors had been placed on the 25ml pump, and after connecting the outflow connector to the outflow cannula the surgeon noticed blood leakage from the outflow connector site. The surgeon reattached the outflow cannula to the connector, but it continued to leak. The surgeon used a different connector set and attached it to the outflow cannula without issues. There was no longer a blood leakage coming from the outflow connector site."